Manufacturer narrative:
E1: initial reporter facility name: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked saline inside of the housing. The bladder did not inflate, and the pharmacist did not find any damage to the bladder. The leak was observed during filling prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between august 23, 2023 and august 24, 2023. H11: the actual device was received for evaluation with no fluid in the bladder. A visual inspection noted several droplets of fluid inside the housing. A functional leak test was performed by filling the bladder with green color water. During fill, a leak was observed at the tubing next to the fill port. Further inspection under a magnifier revealed a needle cut located on the tubing. The reported condition was verified. The cause of the cut tubing could not be determined; however, the cause be may be use-related during the filling step. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.